Manufacturer narrative:
The infusion set brand and manufacture was not provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had problems with the non-tandem infusion set and cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.